Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had a duplicate address detached. A field service engineer arrived at the station and found that all cubies in the drawer had failed and first recovered each cubie ten times and logged in and was eventually able to access hardware test application and checked all firmware and then inserted a row of cubies and tested them. The customer attempted to reassign medications, but the cubie row failed again. After several unsuccessful recovery attempts and informed the customer that replacement parts were no longer available and the customer mentioned that they had a station not in service and suggested using a drawer from that unit and went to the offline station, removed the cubies, removed the drawer, installed the bad drawer in its place, and inserted the cubies and then brought the working drawer to the original station, installed it, configured it, and loaded the cubies and discovered recoveries that had not been cleared and cleared them. The customer then assigned medications to a row for testing. The cubies tested successfully, and the customer resumed assigning medications to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 had duplicate address detected. The customer attempted troubleshooting by rebooting the station multiple times; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.